Manufacturer narrative:
(B)(4). Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported self activation issue. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.

Event description:
It was reported that during a spine procedure the pencil was activated and when the button was released the device continued to activate. A second pencil was tried and the same situation occurred. The procedure was completed with a second generator with no patient consequences reported.